Manufacturer narrative:
Md(B)(4) has been initiated for this issue. Model rpa450-1 serial number/date code (B)(4) is approximately 13 years old. The owner's manual part number 1145810 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
User facility states the lift failed and dropped a foot or so during use. No injury was reported. In speaking with the facility the issue they have identifed is a hydraulic setting failure. Thirty to thirty five patients use the lift daily. Any additional information will be filed in a supplemental report.